Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and assisted the caller with loading a new cartridge using the correct technique. The caller successfully loaded the cartridge and resumed insulin therapy, resolving the issue.